Event description:
It was reported that the customer had two no delivery alarms on the insulin pump. Customer's blood glucose level was 192 mg/dl. Customer stated that the insulin did not exit and the pump alarmed no delivery when the customer performed a 5.0u fixed prime. It was explained that the alarm may have been caused by an occlusion. Customer was advised to replace the infusion set and reservoir as soon as possible. It was explained to the customer that the helpline was unable to determine the cause of the alarm without a complete set change. Customer stated that there was an air bubble in the tubing. Troubleshooting was not performed because the customer had to replace his set for the no delivery issue. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.